Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a drainage procedure of the common bile duct (cbd) performed on (B)(6), 2011. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a drainage procedure of the common bile duct (cbd) performed on (B)(6), 2011. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The delivery system and stent component were returned for evaluation with the stent detached from delivery system. Visual evaluation revealed no damage to the stent component. The suture was found intact (unbroken) at the distal end of the push catheter. The push catheter was buckled near the proximal end. The guide catheter assembly was found stretched and broken near the proximal end. The broken proximal end of the guide catheter was found stuck on a guidewire. No damage was noted to the guidewire. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted defects are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.